Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, a large polyp was trying to be removed in the sigmoid colon. There was difficulty cutting the polyp due to its size; however, they were able to cut some of the polyp. It was confirmed that there was no issue with the cautery. Due to the difficulty cutting, they decided to change the snare; however, they experience difficulty removing the snare because of the size of the polyp. They were able to remove the snare without the device getting stuck on the polyp. Another sensation snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.